Manufacturer narrative:
Investigation: photo evaluation: ¿ two (2) photos was returned for evaluation ¿ from the photos, observed shield missing; and unable to determine the nonconformance on syringe barrel defect and needle bent. Sample evaluation: ¿ 1 actual sample with seal package was returned for investigation ¿ the sample was not decontaminated. ¿ from the sample, observed damaged on the syringe barrel, syringe tip bent and missing needle shield simulation was conducted to create defect cause by no needle eject station top guide. Adjust the top guide to lower at the transaction dial to create the damaged-on barrel. ¿ the syringe barrel damaged during the transition to outfeed dial at syringe needle assembly process. ¿ probable root cause could be at the no needle eject gate station, the top guide plate adjusted lower to the transaction dial. ¿ this had caused the product tilted from the slot pocket resulted crashed and damaged by pocket dial and side guide during transition to outfeed dial process. ¿ during the product crashed, the needle pressing against the barrel tip and caused tip bent and also needle shield drop off. ¿ hence, at the primary packaging machine, there is a vision system to detect and reject parts with missing needle shield; production technician would then need to manually remove and replace the parts from the blister pocket. ¿ the vision system had been challenged and was able to detect and reject parts with missing needle shield. ¿ the production technician could have failed to remove the non-conformance sample manually when the vision system rejects the sample which resulted escapees to the next process. DHR was reviewed ad no similar defect or quality notification related to the complaint were observed.

Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw was found with a missing shield, bent needle, and damaged barrel before use. The following information was provided by the initial reporter: "shield missing, bent cannula."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 10ml ls 21ga 1-1/2in tw was found with a missing shield, bent needle, and damaged barrel before use. The following information was provided by the initial reporter: "shield missing, bent cannula."